Event description:
The patient was having a left laparoscopic radical nephrectomy procedure. A CT angiogram had demonstrated the presence of a single artery above the renal vein. Dissection in this area failed to demonstrate the artery. Dissection below the vein eventually deomstrated the artery. An attempt was made to control the artery in the usual fashon applying hemoclips. The hemoclip applier appeared to malfunction resulting in laceration of the artery. Second and third clip sites with another clip applier failed to control this. Pressure was applied and intraoperative consultation was obtained. The doctor came to the operating room and assisted in laparoscopic management of the injury.